Event description:
Updated event description. Concomitant device reported. Set screw (part# 102000000, lot# 299288, qty 2). This complaint involves seven (7) devices.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description. H3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown guide sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, upon instrument assembly for a spinal fusion procedure, the driver sleeve nut could not be unlocked. This prevented the complete screwdriver assembly. The set screwdriver instrument handle locked in an upright position and could not be unlocked and brought down. The issues with these instruments occurred during pre-operative setup. Another device set was used to complete the procedure. There was no patient consequence and no surgical delay. This report is for one (1) unknown guides/sleeves/aiming. This is report 3 of 3 for (B)(4).